Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the acute cardiogenic shock, atrial fibrillation, hemorrhage, pericardial tamponade, mitral regurgitation, stroke, transient ischemic attack, thrombosis, tissue damage, hypotension, respiratory failure, mitral stenosis, acute renal failure, ischemia, pleural effusion, infectious complications and additional therapy/surgery. This event was captured based on literature review. It was reported through a research article that identifying the mitraclip device, that the device may be related to acute cardiogenic shock, atrial fibrillation, hemorrhage, pericardial tamponade, mitral regurgitation, stroke, transient ischemic attack, thrombosis, tissue damage, hypotension, respiratory failure, mitral stenosis, acute renal failure, ischemia, pleural effusion, infectious complications, additional therapy/non-surgical treatment, surgical procedure. Details are listed in the attached article, titled risk and outcomes of complications during and after mitraclip implantation: experience in 828 patients.

Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects atrial fibrillation, stroke, hemorrhage, infection, worsening mitral regurgitation, mitral stenosis, renal failure, respiratory failure, thrombosis, mitral valve injury (tissue damage), transient ischemic attack, cardiac tamponade, shock and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Implantation: experience in 828 patients.